Manufacturer narrative:
Customer advocacy; no product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the secondary tubing set separated when trying to change medications while infusing on a patient. There was no patient harm.